Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300-400 mg/dl). The contact thought that the customer's fever and medical may have exacerbated the bg level. A bolus via the pump and insulin injections were administered to address the bg level. A pump system check was performed and no device issues were identified. The non-tandem infusion set site was reported to be sore and humalog was used over the labeled 48 hours. Tandem technical support advised the contact to change the cartridge. The contact acknowledged the information. A new infusion set site was inserted and insulin delivery was resumed.